Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(4) 2012. Visual inspection confirmed the complaint, both samples were damaged. A review of the device history record noted no production related problems. This type of damage is consistent with an external force applied post production. The completed investigation and additional information deemed this MDR reportable on (B)(4) 2012. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the two lines that attach to the bottom of the oxygenator were sheared off. This occurred on two separate oxygenators. There was no patient involvement as this occurred out of box.